Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized for the event and treated with unspecified antibiotic's treatment for peritonitis. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from peritonitis. On an unspecified date, the patient's pd catheter was removed and the patient was switched to hemodialysis (hd). Hd is ongoing and recatheterization is planned "after one month". No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.